Event description:
It was reported that a left superior pulmonary vein (lspv) perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman laa closure device & delivery system (wds) was selected for use. The was prepared and used according to the instructions for use. The pigtail catheter was then inserted into the pulmonary vein (pv) with the .035 stiff guidewire. The guidewire was then removed. When the physician approached the laa with the pigtail catheter, bleeding was observed from the intubation site. Hemoptysis was noted, left atrial pressure and oxygen saturation levels (spo2) dropped, and left atrium (la) shrinkage was observed on transesophageal echocardiography (tee) imaging. The physician suspected that there was pulmonary vein (pv) damage. Pv angiography was performed, and a camera was inserted into the trachea, and the bleeding site was confirmed. It was found that there was bleeding at the end of lspv branch. The bleeding gradually decreased, but due to the patient's blood type and anatomical difficulties, the physician did not want to risk the need for a blood transfusion and decided to discontinue the procedure. There was no treatment or intervention required to treat the bleeding. The patient woke up and was moved to recovery. A computed tomography (CT) scan was completed, and the bleeding was observed from the tip of lspv. The physician noted that the pv damage was due to the guidewire used in the procedure. There was no further patient complications reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code hypoxia. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0033943661. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hemoptysis, hypoxia, and perforation (imaging required, hospitalization). Risk review: a risk review was completed and confirmed that the events of hemoptysis, hypoxia, and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a left superior pulmonary vein (lspv) perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman laa closure device & delivery system (wds) was selected for use. The was prepared and used according to the instructions for use. The pigtail catheter was then inserted into the pulmonary vein (pv) with the .035 stiff guidewire. The guidewire was then removed. When the physician approached the laa with the pigtail catheter, bleeding was observed from the intubation site. Hemoptysis was noted, left atrial pressure and oxygen saturation levels (spo2) dropped, and left atrium (la) shrinkage was observed on transesophageal echocardiography (tee) imaging. The physician suspected that there was pulmonary vein (pv) damage. Pv angiography was performed, and a camera was inserted into the trachea, and the bleeding site was confirmed. It was found that there was bleeding at the end of lspv branch. The bleeding gradually decreased, but due to the patient's blood type and anatomical difficulties, the physician did not want to risk the need for a blood transfusion and decided to discontinue the procedure. There was no treatment or intervention required to treat the bleeding. The patient woke up and was moved to recovery. A computed tomography (CT) scan was completed, and the bleeding was observed from the tip of lspv. The physician noted that the pv damage was due to the guidewire used in the procedure. There was no further patient complications reported.